Manufacturer narrative:
(B)(4): epithelial ingrowth. The customer is reporting this event only, no clinical support or field service requested. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with a recurring epithelial ingrowth in the right eye following a lift flap enhancement performed on (B)(6) 2005. The flap was lifted and the epithelial ingrowth was removed. The patient first had a post-op enhancement epi-ingrowth removal in the right eye on (B)(6) 2008.